Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer had rebooted the station and the server, but the screen remained blue. A technical support specialist had followed ka 000011447, replaced the update remote support service agent file, and rebooted the station, which then automatically launched the application. The system functioned as intended after the technical support specialist had resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a station had gotten stuck on a blue screen. The customer reported that the user had been able to remove the medication from another station, and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.